Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00811405000, lot number: 62161479, brand name: cpt 12/14 stem. Catalog number: 00801803202, lot number: 63237438, brand name: cocr heads. Catalog number: 00875705001, lot number: 63403058, brand name: continuum shell. Report source: the event occurred in the (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00123, 0002648920-2020-00122. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to femoral periprosthetic fracture and dislocation approximately 42 days post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.